Event description:
It was reported that the patient with this implantable pacemaker device had an occluded left subclavian vein. The physician surgically abandoned the system and elected to place a single-chamber pacemaker on the right side. A new implantable pacemaker device with a different model was placed. No additional adverse patient effects were reported.